Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 is malfunctioning. Alarm is not sounding and the lights on the front are not working. Additional information received 16 july 2020: issue discovered during testing. No alarm. No patient involvement.